Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
A patient reported "pains in the left breast. Scar tissue around left implant and left implant is hard and lumpy. There is capsular contracture and the breast has now gone extremely hard to touch. Baker grade unknown. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation:capsular contracture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
A patient reported "pains in the left breast. Scar tissue around left implant and left implant is hard and lumpy. There is capsular contracture and the breast has now gone extremely hard to touch. Baker grade unknown. Device remains implanted.